Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing leaked while connected to the patient. No patient harm reported. Event occurred in labor and delivery.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection showed a hairline crack on the female luer adaptor of the secondary tubing line of the set. Functional testing showed leaking from the crack. The root cause of the leak was a crack in the female luer adaptor. The cause of the crack is unknown.